Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient¿s sensor failed, prompting removal of the sensor six days after abdominal insertion. Upon removal, the patient experienced pain along with noticeable redness and swelling/inflammation approximately the size of a golf ball beneath the sensor patch. The patient¿s parent applied over-the-counter neosporin to the affected area. On (B)(6) 2026, the parent brought the patient to the hospital, where a CT scan and wound culture were performed. Both confirmed the presence of an abscess at the insertion site. The patient subsequently underwent an incision and drainage procedure, and the wound was dressed with gauze. The patient was discharged the same day and prescribed an oral antibiotic, identified as sulfamethoxazole (dose unknown), to be taken twice daily. At the time of the report, the patient was still taking the prescribed antibiotic, with improving redness and ongoing but reduced pain at the site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 02/18/2026. It was clarified that on (B)(6) 2026, after the patient¿s sensor failed, the sensor was removed. Upon removal, the patient experienced pain, along with redness and swelling/inflammation approximately golf-ball-sized at the needle puncture site. The parent applied over-the-counter neosporin to the area. On (B)(6) 2026, the parent brought the patient to the hospital, where a CT scan and wound culture were performed. Both confirmed the presence of an abscess at the insertion site. The patient underwent an incision and drainage (I&d) procedure, after which the site was dressed with gauze. The patient was discharged the same day and prescribed an oral antibiotic (sulfamethoxazole, dose unspecified) to be taken twice daily. At the time of the report, the patient remained on the antibiotic regimen, with improving redness and residual pain at the site. No additional event or patient information is available.